Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a failure code 804:26 was discovered during product evaluation. This condition was due to a defective pump head module (phm). The pumphead module was replaced to fix the reported condition. Additional investigation is being conducted through (B)(4). A service history review revealed no previous service events were related to the reported condition. This device is a remediated colleague pump with a user interface module software version of 5.09.90.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently awaiting evaluation. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Event description:
The facility reported a colleague infusion pump with failure code 804.26 . This condition had the potential to interrupt delivery. The event was reported to have occurred upon power up in the central sterile department. According to the hospital representative, there was no patient involvement. No patient injury or medical intervention had been reported related to the device. No additional information is available. The user interface module software version of this device is currently unknown.